Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: dislocation can be associated with a number of mechanisms. Unsatisfactory placement of the component parts. Extent of component stability. If components that were not matched for the pt requirements are used this may increase the instability of the joint. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint. Pt behavior. Given the info provided a definitive cause for the experience of the dislocations cannot be determined with certainty. Eval: it is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and dislocation.